Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable event occurred due to improper handling by the customer (more specifically the device being subjected to mechanical overload, impact, accidental dropping, etc.). The event can be prevented by following the instructions for use (IFU) which state: "before use: warning: infection control risk. Properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing: inspecting the product: visually inspect the product. Make sure that it has: -- no corrosion. -- no dents. -- no scratches. Ceramic insulation at distal end. Visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning: risk of injury. Impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During evaluation, the guide screw and cap was missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or / if any additional information is provided by the user facility.

Event description:
An olympus representative reported on behalf of the customer the locker was broken on resection sheath, 8 mm, for 8.5 mm/26 fr. Outer sheath, abs. The malfunction was found during reprocessing before the procedure. The patient was not under anesthesia and the procedure was completed with a similar device. There were no reports of patient or user harm associated with this event. The device was returned, and olympus repair center identified the ceramic tip was broken off. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation of the returned device.